Event description:
Event description cpi received information that this bipolar lead was removed from service due to insulation fracture. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was replaced with a new bipolar lead.